Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case the exact cause of the event is unknown however patient (moderate calcification, larger native annulus) and procedural factors (fair iia) may have caused or contributed to the event. Per the implanting physician, the potential cause of the migration was the large size of the annulus in combination with only moderate aortic valve calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26mm sapien valve was implanted in a 60:40 aortic position, resulting in mild paravalvular leak (pvl). Twelve hours post valve deployment, the patient became unstable and was brought back to the cath lab for intra-aortic balloon pump (iabp) placement. It was noted at that time that the sapien valve had migrated and rotated 90 degrees. The physician attempted to push the valve back into the correct orientation in the annulus; however, the sapien valve was pushed into the left ventricle. Using a balloon, the sapien valve was pulled through the aortic annulus and finally deployed in descending aorta. It was reported that the patient expired four days following the procedure. The native aortic annular diameter was 24.5mm by tee and 25mmx23mm (area 519) by CT. The native aortic valve was moderately calcified. The sinotubular junction (stj) diameter was 34mm, and the sinus of valsalva (sov) diameter was 30mm. The patient¿s ejection fraction (ef) was 20-25%. The image intensifier angle was noted as fair and the coaxial alignment of the valve and delivery system was described as good. The ascendra delivery system was prepped in the normal fashion with 22cc of contrast solution. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the potential cause of the migration was the large size of the annulus in combination with only moderate aortic valve calcification.